Manufacturer narrative:
Hamilton medical comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: based on the information provided by the complainant the device failed during startup with "buzzer defective" and "selftest failed" alarm. Ventilation mode could not be started.